Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 14 events were reported for this quarter. Product return status: 11 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. 1 device was not available to stryker for evaluation. Evaluation status: 8 reported events were confirmed during testing. 7 devices were found to be affected by corrosion. 1 device was found to be affected by damage to the handle. 3 device evaluations are in progress. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 14 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were not available for evaluation. Additional information 14 devices were not labeled for single-use. 14 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had a sticky trigger that could lead to run-on. 14 events had no patient involvement; no patient impact.